Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Ultimately, the customer reverted to an alternate method of insulin delivery. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.